Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began physioneal 1.36% therapy (dose, frequency and not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Physioneal therapy was ongoing. On (B)(6) 2012, the patient detected a leak in the drainage bag, during the first manual exchange of the day. When the patient detected the leak, the bag was changed and then the patient changed back to the first bag containing the leaks. The nurse considered this action as a failure in the pd technique. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2012, the patient went to the hospital with peritonitis manifested as cloudy effluent. This same day the patient began treatment with vancomycin (route, dose and frequency not reported) and ceftazidime (route, dose and frequency not reported). On (B)(6) 2012, the peritoneal effluent was clear and antibiotic therapy was ongoing. The clinical status of the patient was reported as has been good all the time. The patient was not hospitalized. It was reported that the patient would be re-trained on the pd technique. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.